Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during implant of the right ventricular (rv) lead thresholds were high in multiple locations and after the lead had been repositioned a few times there was no capture at five volts. The lead also had high and varying impedance in multiple locations. The lead was not used and another lead was implanted with acceptable readings. No patient complications have been reported as a result of this event.